Event description:
It was reported that a catheter issue occurred. The over 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). Pre-dilation was performed using 2.00 and 2.50 compliant balloons. The opticross 6 hd imaging catheter was advanced over a non-boston scientific (non-bsc) wire, with imaging on, for ultrasound examination of the target lesion. Upon entry in the lesion, significant resistance was encountered. The physicians continued pushing forward and when imaging was disabled, it was noted that the distal marker had advanced down the vessel but the proximal marker on the transducer was stuck in the lesion. The catheter was pulled on but could not be removed. The wire was stuck on the catheter, within the vessel. A few careful removal attempts were made, but all failed. The physician then decided to remove everything together, and the wire, the guide catheter, and the opticross catheter were successfully removed. The opticross catheter was noted to have severe kinking. The patient remained stable and symptom free, so the physician proceeded with the procedure using non-compliant, scoring and lithotripsy balloons before successfully using another opticross catheter. Stenting and post-dilation were performed to complete the procedure without any issues.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the tip was stuck on the floppy end of the guide wire. Kinks and a twisted section were observed in the imaging window assembly.

Event description:
It was reported that a catheter issue occurred. The over 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). Pre-dilation was performed using 2.00 and 2.50 compliant balloons. The opticross 6 hd imaging catheter was advanced over a non-boston scientific (non-bsc) wire, with imaging on, for ultrasound examination of the target lesion. Upon entry in the lesion, significant resistance was encountered. The physicians continued pushing forward and when imaging was disabled, it was noted that the distal marker had advanced down the vessel but the proximal marker on the transducer was stuck in the lesion. The catheter was pulled on but could not be removed. The wire was stuck on the catheter, within the vessel. A few careful removal attempts were made, but all failed. The physician then decided to remove everything together, and the wire, the guide catheter, and the opticross catheter were successfully removed. The opticross catheter was noted to have severe kinking. The patient remained stable and symptom free, so the physician proceeded with the procedure using non-compliant, scoring and lithotripsy balloons before successfully using another opticross catheter. Stenting and post-dilation were performed to complete the procedure without any issues.